Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the pump and the display returned. A battery cap was shipped to the customer since it was likely that the blank display was caused by connection issues with the battery cap. However, the insulin pump will be returned for analysis and the customer will receive a replacement.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test and alarmed during the prime test due to faulty force sensor resistor also, unable to perform the occlusion test, excessive no delivery test, self-test or a21 error test due to a33 alarm. The insulin pump passed the displacement test, stop and run currents test. The insulin pump was monitored for several days and no blank display anomaly noted. No damage was found on the lcd isolation tape noted. The insulin pump had cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip and minor scratched display window.